Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿ needle had damaged product issues. The following information was provided by the initial reporter : the user's report is that the thumb press at the plunger rod end was found to be broken before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 07-jun-2022. H6: investigation summary: customer returned a single 0.3ml, 29 gauge, 12.7mm syringes from lot 1144020. The thumbpress has broken off from the base of plunger rod. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the thumbpress being broken. Root cause: maintenance dispatch (l2l) was reviewed, and #127217 were opened for plunger damage / tips. The plungers were going into the assembly dial at an angle. The plungers transport down a rail, single file, by the plunger head. Air jets control the angle of the plungers when transporting down the rail.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿ needle had damaged product issues. The following information was provided by the initial reporter : the user's report is that the thumb press at the plunger rod end was found to be broken before use.